Manufacturer narrative:
(B)(4). When the single board computer printed circuit board was tested, the device froze at the 6 picture screen and caused the system to fail the power on self-test (post). The reported condition was confirmed.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the single board computer printed circuit board and the problem was solved.

Event description:
It was reported that a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.